Event description:
It was reported that c4-5 subtotal excision, iliac bone graft and c3-6 were fixed. One week after surgery, back out of some screws was noticed. Two weeks after surgery, the screws further backed out from the plate. On (B)(6) 2014, extraction of all implants was performed. The two screws inserted to the iliac bone were locked firmly but the other 4 screws were not locked.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned reflex-hybrid 1 level acp was confirmed via xrays to have multiple screws back out and visually to have a deformed locking ring. The stryker rep confirmed that this was a revision surgery of a reflex hybrid plate. The patient did not experience a fall and was not reported to engage in strenuous activity. Manufacturing records for this product were reviewed and no incidents were found. This was the first reported event for this lot. Conclusion: other details such as (pathology, bone quality, etc.) Were not provided therefore the cause is not determined and multifactoral.

Event description:
It was reported that c4-5 subtotal excision, iliac bone graft and c3-6 were fixed. One week after surgery, back out of some screws was noticed. Two weeks after surgery, the screws further backed out from the plate. On (B)(6) 2014, extraction of all implants was performed. The two screws inserted to the iliac bone were locked firmly but the other 4 screws were not locked.